Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were urinating frequently, and now their bladder does not fully empty, requiring them to return to the bathroom again within about 20 minutes. The patient mentioned that they felt the stimulation on the first day for about an hour, but then it went away. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient also mentioned they have a post-operative appointment scheduled for (B)(6).